Event description:
It was reported that this 980 ventilator¿s ¿failed expiratory autozero .¿ the ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Reportability was reassessed based on the product analysis. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator¿s ¿failed expiratory autozero .¿ the service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the exhalation valve assembly (eva) and exhalation module cable. The unit passed all calibrations and tests as per manufacturer¿s specifications at the time of service. One exhalation module cable was returned to medtronic for further analysis. A visual inspection of the cable revealed two pins were out of position. After the pins were put back into position, the cable tested satisfactorily. The exhalation valve assembly (eva) was returned for failure investigation. A visual inspection of the returned eva identified no anomalies. After the part was attached to the test ventilator, extended self test (est) failed the circuit pressure test with the message "expiratory autozero solenoid not operational". After a thorough investigation, a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). Analysis determined the exhalation sensor pcba of the eva was prior to the implementation of a change to address autozero solenoid (so1) failure. The cause of the failed expiratory autozero issue was identified as a faulty so1 on exhalation sensor pcba of the eva. As the returned exhalation sensor pcba of the eva was prior to the implementation of a manufacturing related change to address autozero solenoid (s01) failures, further action on this is not required. The cause of the bent pins of exhalation module cable could not be determined. Tthis event is included in a trending and monitoring plan. A service history review (shr) of the ventilator from 2020 shows no service by medtronic personnel associated with the exhalation module cable, therefore there is no evidence the damage to the exhalation module cable is related to servicing. As the existing corrective action for the s01 failure is related to manufacturing and there is no evidence the exhalation module cable damage is related to manufacturing, a device history record (DHR) review is not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.